Event description:
Initial fusion l4-s1, s1 screw broke off at tulip/screw shank interface. Revision surgery removed hardware, replaced all of it and placed tlif's at l4-l5, l5-s1. Broken screw removed via small conical extraction driver reverse threaded into cannula of screw, easy extraction.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available for investigation.